Event description:
It was reported that this lead exhibited high out of range pacing impedance greater than 3000 ohms. The lead was explanted and replaced and is not expected to be returned as the patient exhibited an infection. No additional adverse patient effects were reported.

Event description:
It was reported that this lead exhibited high out of range pacing impedance greater than 3000 ohms. The lead was explanted and replaced and is not expected to be returned as the patient exhibited an infection. No additional adverse patient effects were reported.